Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache and neurological deficit (impaired hand-eye coordination and flashes of light in bottom of left eye) are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left superior cerebellar artery. Post procedure the patient was neurologically assessed having a nihss of 0 and a mrs of 1. One day post-procedure, the patient experienced headache (date unknown for the headache) and a neurological deficit (impaired hand-eye coordination and flashes of light in bottom of left eye). The flashes of light started immediately after the embolization, lasted a few seconds and resolved immediately after procedure; the flashes of light occurred daily for a period of 1-2 a week but gradually became less frequent. No treatment was required. The headache was ongoing. The impaired hand-eye coordination and flashes of light were resolved. According to the physician, the headache was possibly related to the procedure, to the stent, and to the coils (subject devices). According to the physician, the impaired hand-eye coordination was probably related to the procedure, not related to the stent, and possibly related to the coils (subject devices). According to the physician, the flashes of light were probably related to the procedure, possibly to the stent, and unknown to the coils (subject devices). 2 month post-procedure the patient was neurologically assessed having a nihss of 0 and mrs of 1.

Manufacturer narrative:
This is the first of two (coils) reports filed associated with this event. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left superior cerebellar artery. Post procedure the patient was neurologically assessed having a nihss of 0 and a mrs of 1. Next month post-procedure (date unknown), the patient experienced headache and a neurological deficit (impaired hand-eye coordination). No treatment was required. The two adverse events of headache and impaired hand-eye coordination were ongoing. According to the physician, the headache and impaired hand-eye coordination were possibly related to the procedure, to the stent, and to the coils (subject devices).